Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)), the native valve was pre-dilated using a 23x45 non-medtronic cristal balloon. The balloon ruptured, likely due to the large amount of calcium. Echocardiogram was performed. The left ventricle was preserved. The valve was not well expanded. Two recaptures were performed. Following the two recaptures, the delivery catheter system (dcs) (pli 30) and valve were withdrawn from the patient. The same valve was re-assembled into a replacement dcs (pli 40). A second pre-dilation was performed using a 23x45 balloon. After the first recapture, due to incomplete expansion, the nosecone of the dcs touched the leaflets and embolized the valve. A second transcatheter valve ((B)(6)) was loaded onto another dcs (pli 50). Another pre-dilation was performed with a larger 25x50 balloon. The valve was implanted. The patient wasrapid paced at 160 beats per minute (bpm) to prevent the nosecone from embolizing the valve. A post-dilation was performed with a 25x50 balloon. The procedure was completed successfully. The patient was stable throughout the procedure. The patient was extubated in post operative care. No additional adverse patient effects were reported. Additional information was received which reported that the final , implanted valve was post dilated due to presenting an "important" leak. No additional adverse patient effects were reported. Additional information was received that the severity of the leak was noted to be moderate.